Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. The complaint investigation did not find objective evidence indicating a product problem.

Event description:
A biomedical technician (biomed) at a veterinary hospital reported to fresenius technical services that the ultrafiltration (uf) rate and time on a 2008t machine was not running during a patient's treatment. The biomed reported that there were no patient complications experienced. At the time of initial reporting the patient was continuing treatment. The fresenius technical support representative contacted the clinical support team with the customer's information so further assistance could be provided. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a veterinary hospital reported to fresenius technical services that the ultrafiltration (uf) rate and time on a 2008t machine was not running during a patient's treatment. The biomed reported that there were no patient complications experienced. At the time of initial reporting the patient was continuing treatment. The fresenius technical support representative contacted the clinical support team with the customer's information so further assistance could be provided. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.